Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 15.1 mmol/l at the time of the incident. The customer stated that they were having sensor failures. The customer stated that they had high blood sugar but did resolved the issue by changing the reservoir. The customer reported that they did not receive a sensor updating or sensor glucose not available alert but received a calibration not accepted alert. The customer declined troubleshooting for hyperglycemia and insulin flow blocked. The device will not be returned for analysis.